Manufacturer narrative:
H3 other text : device not returned to manufcturer.

Event description:
Patient claims lung disease. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. No medical intervention was specified as required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previous reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. No medical intervention was specified as required by the patient. The device was returned to the manufacturer's service center for evaluation. During the evaluation, particles were verified in the airpath. The unit is not needed for inventory and will be scrapped.